Manufacturer narrative:
The device was returned in three separated segments. Due to this, it was not possible to determine where the air was aspirating from the lumen. The extensions remained in tact, and were leak tested. Both extensions passed, no leaks were found. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
Air in lumens, excessive amount of air with aspiration. Implanted for 6 months.